Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right-mentor smooth round high profile 420 cc saline breast implant, catalog number 3503420, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with mentor smooth round high profile 420 cc for the right and 380 cc for the left side, saline breast implants that the left side had issue with capsular contracture baker grade iii and right side deflated after implantation. The issue was diagnosed during the physical examination. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement with saline implants was indicated. This report is for the right implant.